Manufacturer narrative:
Device will not be returned to the manufacturer. Device not available.

Event description:
Event description: stent lost off balloon (inside patient). (B)(6) 2016: a phone call was received yesterday from a tech at (B)(6) telling that she was in a case (B)(6) evening with dr. (B)(6) when a nirxcell came of the balloon. Dr. (B)(6) used 3 nirxcell's in the rca after using diamondback with no issue. He then tried to place a nirxcell in a lad lesion that was having tracking difficulty so when he was pulling it back the stent came off the balloon in the lad. He was able to take 3 different size balloons and inflate the stent to the vessel wall. He then used 2 integrity stents to finish the procedure on the lad. I have asked for the size stent and lot number but this is all I know". Lesion calcification was high and vessel calcification was medium. There was no harm to the patient.

Manufacturer narrative:
Device not returned to the manufacturer. The final complaint report, dated november 15 2016, concluded that the investigation was limited as medinol did not receive the used product and the lot number. The customer report of stent dislodgement could not be elucidated. It is not possible to reach any conclusion as to how and why this event happened with the limited information that was received. Tracking difficulty is a known procedural event that is commonly related to patient anatomy, vessel disposition and composition, operator technique, ancillary equipment and appropriate device selection. These issues were likely contributing factors in this event which involved a highly calcified lesion with a calcified vessel. The report is attached. Device history record could not be reviewed as the related lot number was not available. Instructions for use review revealed no new information that would change the initial MDR.